Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device bearing, seal and coupling were worn, there was component damage and the trigger was sticky. It was further determined that the device failed pretest for check the attachment coupling and check triggers. It was noted in the service order that the device had an unspecified malfunction during an unspecified surgical procedure. It was reported that a spare device was used to complete the procedure. There were no reports of delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.